Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery (cfa) using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. No femoral angiogram was taken, and the puncture site was too close to the internal epigastric artery. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the tavi procedure was completed. The suture knot of the first device was successfully pushed down. Reportedly, when pushing the second knot down extensive resistance was felt. Force was used to pull the pusher down. By doing this the patient started to bleed extensively and the bleeding was difficult to control. A non-abbott device was used, but the patient continued to bleed. A covered stent was placed to stop the bleeding internally. After some angiograms were taken, it appeared that the inferior epigastric artery was separated from the cfa due to the heavy pushing of the second proglide pusher. A vascular surgeon performed a cut down for operational treatment and hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. Femoral imaging was not performed prior to proglide use and the puncture site was too close the internal epigastric artery. The electronic proglide instructions for use (IFU) states: prior to deployment of the perclose proglide suture mediated closure device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the vessel wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior wall of the vessel. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. These IFU deviations would not have contributed to the reported difficulties. Additionally, force was used during knot advancement. The proglide IFU states: do not apply excessive pressure to the suture. In this case, the use of force was circumstantial due to the reported resistance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and perforation are listed in the electronic proglide IFU, as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.